Manufacturer narrative:
The final 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 5 malfunction events, where it was reported the fastener no longer facilitates proper cot operations. There were 3 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was functionally/visually inspected in the field, but the issue was not confirmed; no defect or malfunction was found. 3 devices are pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the fastener no longer facilitates proper cot operations. There were 3 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices are still pending evaluation.

Event description:
This report summarizes 5 malfunction events, where it was reported the fastener no longer facilitates proper cot operations. There were 3 events with patient involvement; and 1 event where a patient experienced pain.